Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a b30 scope communication error code was received when using the light source. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, g2, h4, h6. The device was not returned to olympus for evaluation and event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to a failed output socket. However, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.